Manufacturer narrative:
Additional information was received indicating that this report is a duplicate and will be designated as unreportable. The original report, 1220648-2026-01027, will serve as the primary report.

Manufacturer narrative:
A6 is unknown. The device was not returned for evaluation. It was reported that the device was explanted and discarded by the facility and is therefore unavailable for return to the manufacturer. Should additional information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient with an impella cp experienced an optical sensor system error alarm during support. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
H6 codes have been updated to reflect not reportable case.